Event description:
It was reported that the procedure was to treat a lesion located in the ostial of the right coronary artery. During inflation of the 3.0x12 mm xience pro stent delivery system balloon, the balloon jumped (or was pushed back) out of the rca with the stent still on it and landed in the aorta. It was not possible to remove the stent delivery system through the guiding catheter, for unknown reasons. The patient was transferred to surgery. In the surgical procedure they opened up the patient's femoral artery and removed the stent with the delivery system. The patient is doing fine. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.